Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level 447 mg/dl, 500 mg/dl, 514 mg/dl and the current blood glucose level was 375 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer declined troubleshooting for both the high blood glucose and the bent cannula. The insulin pump will not be returned for analysis.